Event description:
It was reported that bd unknown had leakage at catheter tubing junction-suzhou 1 on april 26, the patient was given an indwelling needle. After the puncture was successful, it was discovered that the catheter of the indwelling needle was leaking and could not be used normally. After re-using a new indwelling needle for puncture, there was no leakage.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. The customer returns 1 photo and 1 video from which it can be seen that the leakage occurred at the end of the catheter. 2. DHR review and retained sample analysis are not performed as the lot number is unknown for this complaint. 3. The leakage of the catheter caused by indwelling needle assembly can be detected during the exhausting process prior to puncture. Conclusion it can be seen from the returned photo and video that there is leakage at the end of the catheter. Because the defective sample has not been returned, relevant detection and analysis cannot be carried out. Moreover, the complained lot number is unknown and relevant traceability cannot be carried out, so the root cause of this defect cannot be confirmed.

Event description:
No additional information provided.